Event description:
A physician reported that a patient had high impedance identified after interrogating the patient's device. The physician was told he could program the patient's device off. Clinic notes were received from the patient during a clinic visit stating that the patient had begun having an increase in seizure frequency (5-6 seizures per day). The patient's vns settings were adjusted as a result but the patient's seizure frequency did not decrease. The patient's mother tried swiping the magnet, which did not help. A review of the manufacturing record for the implanted lead confirmed it had passed all quality inspections prior to release for distribution.

Manufacturer narrative:
Follow-up report type, corrected data: supplemental MDR #1 inadvertently did not have correction report selected. The initial MDR should have selected "adverse event."

Event description:
Positional system diagnostics were performed on a patient with high impedance. Because the patient was not ambulatory, only two different positions could be tested, but both showed high impedance. The patient's physician scheduled the patient for full revision surgery. While in surgery, the surgeon removed, cleaned, and re-inserted the lead pin into the generator. After the lead pin was re-inserted, the system diagnostics were all within normal limits.